Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced a high blood glucose of 427 mg/dl. The customer stated that they have been smelling insulin for a couple of months. The device alarmed hardware low level failure during self test. The customer also stated that the audio was not working. During troubleshooting, another self test was performed and failed. Troubleshooting was declined for the high blood glucose and audio issues. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will be returned for analysis.